Event description:
The valve was explanted due to endocarditis. Intraoperatively, the valve was noted to be partially detached at the commissure between the left and right aortic leaflets. There was also inflammatory tissue beneath the valve. The area was debrided and a 21aj-501 was then implanted.